Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the tracheostomy tube from the kit listed was placed in pt. According to report, the locking mechanism of the adjustable flange became unlocked inadvertently during manipulation. The trach tube slipped back through the flange which led to intermittent distal tracheal obstruction and cyanosis. The device was removed and replaced. No further adverse effects or intervention to pt reported.